Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead, right atrial (ra) lead and previously capped right ventricular (rv) lead were explanted. The left ventricular (lv) lead was surgically abandoned. No additional adverse patient effects were reported. The previously capped rv lead was not returned for analysis. Additional information was received that this rv lead had also exhibited oversensing and pacing inhibition however, no asystole of greater than two seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The previously capped rv lead was explanted.